Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead revealed no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures. Further testing revealed an inner insulation abrasion due to the over-tightened suture sleeve. The cause of the reported event was isolated to the inner insulation abrasion due to the over-tightened suture sleeve.

Event description:
Noise and low pacing impedance was noted on the atrial lead. The lead was explanted and replaced. The patient was stable with no adverse consequences.